Event description:
The index surgery was performed (B)(6) 2011. Three 7x35 mm ifuse implants were placed. Post-operatively she was placed on tdwb (touch down weight bearing) to affected limb. Pt was doing well until (B)(6) at which time she complained of minimal buttock or right leg pain. X-rays showed no migration of implants. She was instructed to increase her activity and follow-up in a month. At the follow-up in (B)(6) 2012, she complained of increasing right leg pain. The pain went down into her calf and foot. A CT scan was performed and it appeared that the proximal si bone implant had broken through the anterior cortex. Pt underwent revision surgery on (B)(6) 2012. The si bone implant was removed without difficulty. An osteotome was utilized to loosen the implant from the bone. No implant was placed and hole was not filled with bone graft. Pt was instructed to be tdwb.

Manufacturer narrative:
Certificate of conformance review was performed for lot# 762800257802, p/n 7035-90, expires july 2014. All inspections passed. There are no nonconformances associated with this lot. In addition, the surgeon training and fmea documents were reviewed. No new risks were identified. Based upon the complaint info and investigation, there is no evidence to suggest that the device was out of specification. The most probable root cause for the revision surgery was incorrect placement of the ifuse implant. Late report of this adverse event is addressed under (B)(4).